Manufacturer narrative:
Not returned.

Event description:
Complaint received that alleges "shocked the patient, she grabbed the electrode and says that it felt like a cattle prod shocked her. She had an intense headache, shaking and tingling in her left hand". Questionnaire not received from customer or clinician. Device not returned to manufacturer for evaluation. No indication event caused or contributed to serious injury, permanent impairment or death.